Event description:
During cardiothoracic surgery, the cell saver would not process properly. It was removed from the area, and another was brought in and surgery continued with no problems. There was no harm to pt and there was no delay in the case.======================health professional's impression======================not known-it was sent to biomed for review.